Manufacturer narrative:
The t:slim g4 pump user guide states: after tubing fill is complete, when the pump returns to the home screen, an estimate of how much insulin is in the cartridge is displayed in the upper right portion of the screen. After 10 units are delivered, an actual number of units remaining in the cartridge will be displayed on the home screen. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer filled their cartridge with insulin and received an unexpected insulin gauge reading. Customer reported a blood glucose (bg) level of 355 (mg/dl) after not wearing the pump the previous night due to being out of insulin. The customer's bg levels had decreased to 203 (mg/dl) at the time the event was reported after resuming insulin delivery. Customer was advised on how insulin gauge estimates volume and declined to complete any further troubleshooting on the reported event.